Event description:
Surgeon advised consultant that a patient being treated with external midface distractor pins, vertical rod and halo construct for class ii malocclusion had hit his head and external midface distractor on the steering wheel of the car, thus causing 1 or more of the distractor pins to become loosened. Patient was returned to operating room on (B)(6) 2012, and placed under anesthesia. At that time, surgeon implanted 1 additional distractor pin to re-establish stabilization. Surgeon tightened the distractor pins that had been loosened in the vehicle incident and readjusted the vertical rod. No hardware to return as no hardware was broken or removed. This is 8 of 10 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.